Event description:
Report received indicated that small foreign substance was found inside the sterile pouch. The reported substance was noticed at receiving dock. Product was not use in-pt.

Manufacturer narrative:
A small foreign substance was found inside the sterile pouch at the distal end of the product. The product was not clinically used. The product was returned for analysis. Per fal, "a sterile powerflex p3 balloon catheter was returned inside the original sealed pouch. A human like hair with a length of approx. 0.5 cm was found inside the sealed pouch. Mfg records for lot number were reviewed and the results indicated that the product met quality requirements for product acceptance. This product should have been rejected during the 100% visual inspection after the packaging process". This complaint is being reported it is possible that the hair could have contaminated the device and had the user not noticed the hair; the device could have been used in the pt. This complaint is considered manufacturing related.